Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11 the following sections were corrected: b3, d1, d4, g4, h4, h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has lupus which is a cause of ligament and joint maladies. These devices are used for treatment not diagnosis. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study, that the 62 yo male patient experienced arthrofibrosis and patellar clunk resulting in painful catching and clicking in the l knee. The date of adverse event onset is (B)(6) 2017. The patient was treated with physical therapy and bracing. The patient¿s outcome was last known as resolved on (B)(6) 2018.

Manufacturer narrative:
Concomitants: 06001016009, a10012 - gps implant kit v2; serial #: (B)(4), category #: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; serial #: (B)(4), category #: 208-06-04 - cc distal fem augment sz 4, 10mm; serial #: (B)(4), category #: 02-012-60-2080 - logic stem ext 20mm x 80mm; serial #: (B)(4), category #: 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; serial #: (B)(4), category #: 02-010-06-0541 - logic post. Aug. Block size 4, 5mm; serial #: (B)(4), category #: 204-70-00 - tibial stem ext. Screw; serial #: (B)(4), category #: 208-06-04 - cc distal fem augment sz 4, 10mm; serial #: (B)(4), category #: 02-010-06-0240 - logic cc femoral size 4, left; serial #: (B)(4), category #: 02-012-61-2000 - logic offset stem ext coupler 2mm; serial #: (B)(4), category #: 02-012-60-1440 - logic stem ext 14mm x 40mm; serial #: (B)(4), category #: 02-012-66-2000 - metaphyseal tibial cone, ml32mm.